Event description:
It was reported the procedure was being performed on a (B)(6) female patient weighing (B)(6). The catheter was being placed into the patient's left subclavian vein in the surgery room. When advancing the guidewire, resistance was met and it deformed. There was a delay in treatment with no patient harm and no patient death or complications were reported. See MDR 9680794-2013-00078 for the first event with the same patient.

Manufacturer narrative:
(B)(4).